Manufacturer narrative:
Product ID 7495lz51, serial# (B)(4), implanted: 2002-(B)(6), product type extension product ID 7495lz51, serial# (B)(4), implanted: 2002-(B)(6), product type extension product ID 7435, serial# (B)(4), product type programmer, (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported, the patient had been managing reasonably well for the past several years on her spinal stimulation setting; however, it was found that 6 of the 8 electrodes on the paddle lead were no longer working. The patient's health care provider felt that there was a break in the system. A revision occurred on 2012 (B)(6) where the ins and extensions were explanted. An impedance test of the paddle lead alone found high impedances, indicating a break in the lead. Prior to surgery it was determined to not replace the lead at the time if the lead had an issue. The patient had replacement extensions and an ins implanted. Refer to manufacturer report# #3004209178-2013-00308 for continued impedance issues with new ins. There were no complications. The patient tolerated the procedure well.

Event description:
It was reported that the patient experienced a loss of stimulation. The patient stated she was only using two of her leads and that the other two were 'crunched or something.' The patient noted that the two leads in use were working previously, but had stopped. It was also reported that the implantable neurostimulator (ins) light was blinking on the patient programmer, which indicated the ins battery was low. Additional information was received from the patient that reported she received assistance from her doctor or company representative and her concerns were resolved. An appointment date of (B)(6), 2012 was noted and the patient reported that surgery to replace the device was to take place on (B)(6), 2012. If additional information is received, a follow up report will be sent.